Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned item # 42527000505 lot # 64210236 found it to exhibit signs of repeated use and the post has fractured off. Not all pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00720. 0001822565-2021-00722.

Event description:
It was reported via worn instrument return form that the trial articular surfaces were returned fractured. The instruments fractured during surgery. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.